Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the implant operative reports for the surgical procedures and the implant tracking logs. The patient's legal fact sheet alleges the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records, the patient's legal fact sheet and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2007 - patient was diagnosed with stress urinary incontinence, pelvic organ prolapse, rectocele and underwent implant of a non bard/davol obtryx transobturator tape and a bard/davol 3" x 6" flat mesh to repair the patient's rectocele. (B)(6) 2008 - patient was diagnosed with intrinsic sphincter deficiency, stress urinary incontinence (sui) and underwent urethrolysis and implant of a non bard/davol "obtryx" (bsc) midurethral sling. The patient's legal fact sheet alleges the patient experienced infection, pain and prolapse.